Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk, minor scratches on display window, cracked case at display window corners, broken battery tube threads, broken belt clip slot, broken reservoir tube lip, missing end cap sticker. The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump was unable to verify history anomaly due to prime alarm. The insulin pump passed displacement test.

Event description:
The customer reported via phone call that she had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 520 mg/dl. Customer's current blood glucose was 98 mg/dl. Customer was trying to change infusion set and the pump was shooting insulin and alarming. Customer treated with an injection. Customer was advised to clear the alarm and remove the reservoir from the pump. Customer was advised that the pump will need to be replaced. Customer will be sent a loaner pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.